Manufacturer narrative:
It was reported that the patient has laxity and requires replacement poly inserts of a different thickness. The surgeon does not know the cause for the laxity. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity and requires replacement poly inserts of a different thickness. The surgeon does not know the cause for the laxity. Revision surgery is planned to exchange the poly inserts.